Event description:
It was reported to philips that the heartstart mrx defibrillator failed to deliver a shock to a patient. There was no reported negative patient impact.

Manufacturer narrative:
(B)(4).